Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump was cracked on the upper and lower right hand side of the screen. The customer's blood glucose level was 120 mg/dl. She noticed moisture inside the screen and a brown spot in the battery compartment. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Insulin pump received with display window missing. Insulin pump received with cracked case at display window corners, reservoir tube lip and battery tube threads. No traces of moisture were noted at electronic or motor assemblies per visual inspection. No brown spot on battery compartment noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.